Event description:
The customer stated, she was taken via ambulance to the hospital for low blood glucose levels. The customer also stated, she had three MRI scans but she did not know whether the insulin pump was in the room or not. In addition, the customer stated she was currently taking medication. Unable to perform the displacement test at the time of call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.